Event description:
A 5/6mm amplatzer duct occluder ii (adoii) embolized shortly after being implanted and was retrieved via snare. A 6mm amplatzer muscular vsd occluder was implanted with no problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No known impact or consequence to patient. Migration of device or device component. No failure detected. The 5/6mm adoii was received at sjm and decontaminated. The adoii was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. The adoii was confirmed to meet dimensional specifications when measured with a caliper. No additional testing was performed. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the adoii met all dimensional specifications when analyzed at sjm. A review of the device history record confirmed the adoii met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the adoii, and the cause for the embolization remains unknown.